Manufacturer narrative:
The device was returned and tested in the lab. The device works as intended without issue. The root cause could not be determined. See scanned pages.

Event description:
When the surgeon attempted to fire the cs29, the device failed to respond. The surgeon then tried to open the anvil, but could not. The surgeon then had to cut the device out of the rectum/colon and perform a diverting ileostomy.